Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-31189.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-31189. It was reported the patient was implanted with scs trial leads on (B)(6) 2020. Redness and draining were present at the lead sites four days later upon removal of the scs trial leads. In turn, the patient was prescribed antibiotics, on (B)(6) 2020, the patient began to experience low back pain and redness on their lower back. As a result, the patient was admitted to the emergency room and an MRI was performed. An infection was determined to be the issue. Next, the patient was admitted to the hospital and was administered antibiotics intravenously. The infection resolved over time.